Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, inappropriate mode switching was observed. The patient was asymptomatic. Programming changes were made. The patient continued to be asymptomatic.